Event description:
The pt was reportedly experiencing pain. The pt was prescribed with pain medication (hydrocodone) and was recommended for pain mgmt therapy. The pt is being monitored and advanced bionics is in the process of gathering more info.